Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon reviewing transmission record, the implantable cardioverter-defibrillator exhibited post-paced t-wave oversensing. No shock was delivered. Programming changes were made. Patient's condition was stable before, during and after the event.